Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulatory (usm) had a reported problem of error 23094 which was confirmed as having occurred in the field and was replicated through failure analysis testing. The usm was tested in an in-house system in normal mode and error 23094 occurred. The usm was also tested on a testing platform where it failed cva characterization on the yaw. The reported complaint was confirmed through failure analysis testing.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the error 23094 and replaced the usm. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) called in with a recoverable fault that would not recover. The logs confirmed error 23094 on the universal surgical manipulator (usm) 2. The site had done a hard restart of the patient side cart (psc) with no change. The site did not want to use a 3 usm system and converted to laparoscopy. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting the procedure (post-anesthesia) but ports were placed prior to the issue being identified. The system functionality was checked upon power-up. The reporter was unsure if the system powered on without errors as the fault was after it was deployed for docking. The site was able to change out the patient side cart (psc) from an adjoining room that was not in use. The procedure was completed robotically after an approximately 15-minute delay.